Event description:
It was reported there was a pump pocket infection. A culture was taken of the device pocket and antibiotic treatment was necessary, and the date of onset/diagnosis of infection was (B)(6) 2013. The location of the infection was device pocket and there was drainage and incisional wound opening. The patient presented to the healthcare provider (hcp) clinic with a red pocket and erosion of the skin as well. The hcp scheduled a pocket exploration on (B)(6) 2013, with plastic surgery present as well. The hcp opened the pocket, removed the mesh pouch, removed the infected tissue, sent pouch/tissue for sample, and irrigated the pocket. The hcp then left the pocket open and packed it with wet to dry. The hcp left the pump external from the body on top of the abdomen with the catheter still attached and still infusing drug. A small stitch was made to suture the pump to the abdomen outside of the body. The device area was all wrapped in ¿io¿ band. The hcp planned to ear, nose and throat (ent) as he believed the source of the infection may be in the throat. The plan was to continue the wet to dry dressing change outs, and treat with antibiotics. The patient would then be brought back to surgery within a few days to remove the pump and catheter, and replace with new on the others side. The hcp was advised several times that the labeling recommendation would be to explant the entire system at this procedure, and bring the patient back for an elective pump placement when the infection had cleared. It was also advised leaving the pump and the catheter external from pocket. Following advisement, the hcp elected to go ahead with the plan that was followed. It was noted the pump function was intact. The re-implant time was to be determined after learning more about the infection and treatment status. The pump was used to deliver prialt. It was later reported the pump and catheter were completely explanted on (B)(6) 2013, and the patient did not have anything implanted anymore.

Event description:
It was later reported that the cause of the infection was unknown. No laboratory tests were done. The patient received prialt therapy from (B)(6) 2013. The patient recovered on (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed it passed all non-destructive lab testing. There were no anomalies seen in the logs. The catheter was returned incomplete in segments but has acceptable testing.

Manufacturer narrative:
Correction: the original date in the initial report was reported as (B)(6) 2013 and the correct notified date was (B)(6) 2013.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter pump. (B)(4).

Event description:
Additional information was received from the hcp on 2017-may-12. The hcp indicated that ¿the pain pump had been removed a previous time for same complication.¿